Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any non-conformities. The device was underwater leak tested and a leak was identified from the junction of the tube and the chamber. The device was also push/pull tested and the tubing separated in the disconnection of the pip of the chamber from the rest of the chamber. The reported condition was verified. The cause of the separation was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard administration set was leaking. This occurred while priming with normal saline. There was no patient involvement. No additional information is available.